Event description:
On (B)(6) 2013, it was reported that the patient's generator was discarded after surgery. No information was provided regarding the lead.

Event description:
On (B)(6) 2012, it was reported that a vns patient would be undergoing lead revision for an unknown reason. Clinic notes were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicated that the patient's seizures seemed to stop after vns placement. The patient's device was interrogated high impedance was noted. While the patient remained seizure-free, the interrogation indicated lead difficulties (8668 ohms), and the patient was being referred for revision. Notes dated (B)(6) 2012 indicated that the patient's seizure were intractable in the past and were difficult to control prior to vns. The device was interrogated, and a lead check was obtained without difficulties. Settings were provided. On (B)(6) 2012, the patient's mother reported that the patient was seizure free shortly after he was implanted. X-rays were taken but were not available. The patient underwent full revision on (B)(6) 2013. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or conrtibute to death or serious injury.